Event description:
It was reported that the home patient (hp) had a patient line extension set that had a whole in it. This occurred during the set-up, patient was not connected. The damage was reported to be towards the middle of the extension set. The technical service representative (tsr) instructed the hp to start over using new supplies. The hp stated that their therapy has been continuing as normal. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable, an evaluation could not be performed. If additional relevant information becomes available, a follow up report will be submitted.